Manufacturer narrative:
Device manufacture date unknown. Evaluation summary: it was caused due to the disconnection of the ccd cable. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The blackout was appeared during using the scope.